Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown connection issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause could not be determined. The reported event of an unknown connection issue is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.